Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is addressed in the product labeling.

Event description:
Healthcare professional reported injecting patients in the buttocks with unspecified dermal fillers.